Event description:
The pt had a pocket revision due to discomfort at the pocket site. During the revision, it was discovered that the pt had seroma at the pocket site. The site was drained and sutured back up. The pt had no signs of infection and is reportedly doing well.

Manufacturer narrative:
This is the final report.